Event description:
Per the clinic, the patient experienced a discomfort and skin infection at the abutment site. The patient was treated with silver nitrate, oral and topical antibiotics, and underwent a skin revision surgery to resolve the infection. Subsequently, the abutment was removed under local anesthesia on (B)(6) 2025. There are plans to replace the patient with a new abutment however, this has not occurred as of the date of this report.